Event description:
It was reported that this right ventricular (rv) lead was explanted due to oversensing of noisy signals and pacing inhibition. This lead was replaced with another lead. This rv lead has not been received for investigation. No additional adverse patient effects were reported.